Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified blood product. It was reported that at the initiation of the delivery, the blood product did not flow past the cassette in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.